Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that a patient sample with a positive antibody screen did not react with vrb163. Further testing was performed with 0.8% resolve panel a (1+) and ficin treated 0.8% resolve panel c (3+). Sample was later confirmed to have an anti-d.